Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, customer attempted to reset the pump and the wake button was not working. Customer pressed the wake button multiple times and the wake button responded but was still extremely difficult to press. The customer reverted to an alternate method of insulin therapy.